Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an abandoned procedure occurred on (B)(6) 2018 due to sedation issues. The patient was rescheduled for surgery.